Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 600 mg/dl. The customer stated that she felt dehydrated and was vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specification.